Event description:
Customer reported that the pump battery gauge was fluctuating resulting in the pump shutting down. These shutdowns required cartridge changes and resulted in the waste of insulin and supplies. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.